Manufacturer narrative:
Unit received with blank flashing white lcd display anomaly due to cracked on lcd controller. Unable to performed displacement, rewind, seating and basic occlusion due to flashing white lcd display. Unit received with cracked retainer, minor scratched display window, fading serial number label and scratched case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported for flashing display. The customer¿s blood glucose was 300 mg/dl at the time of the incident. Customer reported flashing display after taking shower wearing the pump. Customer treated the high blood glucose with manual injection as per her healthcare provider. The insulin pump was not responding, so could not perform any troubleshoot related to high blood glucose. Customer was advised to discontinue using the insulin pump and revert to backup plan as per healthcare provider tell replacement received. The pump will not be returned for analysis.